Event description:
The device was later explanted.

Event description:
It was reported that the patient had not been seen in the clinic for 2.5 years and there was no pacing from their device. It was also reported that the device was not communicating with the programmer and was believed to be "completely dead". The patient is scheduled for a visit to determine whether the patient still needs the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.